Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient indicated having pain during dipping, dipping not possible and bleeding occurs if some force is exerted. On (B)(6) 2021 it was reported the patient had a buried bumper syndrome. The gastroenterologist removed the peg j tube for 6 weeks to have the insertion site heal. Patient has a nasal tube now. On (B)(6) 2021 it was reported the insertion site is inflamed.